Manufacturer narrative:
(B) (4). An abbott field service engineer (fse) was dispatched to the customer site to service the architect c8000 analyzer. The fse found that the suspect waste tubing was not too short and the configuration was consistent with field service installation instructions. Per the customer's request, the fse configured both external ports of the c8000 analyzer with a fitting to become one waste line. This configuration is not required, nor stated, per the service manual installation instructions. A review of complaint trending data did not identify any adverse trend or known issue for the architect c8000 system related to the issue in this evaluation. Labeling in the architect operations manual ((B) (4), january, 2009) and c8000 system service and support manual (revision (B) (4)) provides information in regards to installation requirements and trip hazards. Based on the available information and investigation performed, a malfunction of the c8000 system was not identified. This is a final report.

Event description:
The customer states that one employee slipped and fell in liquid that had leaked onto the floor from the architect c8000 analyzer. The customer states that the leak was caused by the waste tubing being too short and coming out of the floor drain. The employee did hurt their arm and sought medical attention through the employee health facility. An external exam was performed by a nurse and no issues were noted. The employee returned to work. The employee continued to experience pain in the arm and on (B) (6) 2010 was examined by a physician, who diagnosed a sprain. The employee's arm was not placed in a sling and she returned to work that same day and resumed normal work activities. There is no impact to patient management reported.